Manufacturer narrative:
Information anticipated, but unavailable at this time. Attempts have been made to obtain the following information, but since the patient's name is unknown, it is difficult for them to obtain the details.

Event description:
It was reported that during a laparoscopic inguinal hernia, the device became stuck on the tissue and would not release. The surgeon had to rip the device off the peritoneal tissue resulting in bleeding that was controlled by a bovie.